Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent evar on (B)(6) 2014. The zenith iliac leg stent graft deployed successfully and as radiologist attempted to remove the grey positioner/inner cannula, he stated it was very difficult to move. He then checked whether the haemostatic valve was open or not, rotated it and then attempted to continue to remove the device with great difficulty. He then noticed what looked like the 'inside' of the valve peeling open out of the distal portion of the valve. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.